Event description:
It was reported that this system is exhibiting undersensing, low amplitude and false ventricular tachycardia (vt) events. Technical services (ts) recommended reprogramming options and advised performing an xray to further evaluate the issue. The patient is not pacemaker dependent. The system remains in service, and no adverse patient effects were reported.